Event description:
Additional information received that the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of undersensing were observed on the device. The patient presented with syncope, but no intervention has been performed at this time. The patient will continue to be monitored.